Event description:
It was reported that the bottom port of a clearlink system continu-flo solution set leaked. The issue was identified during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed at the set with a bag of sterile water and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.